Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products unknown competitor implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that that the patient presented to the emergency room with dizziness due to loss of ventricular capture. The right ventricular outputs were set at 3 volts and ventricular capture management (vcm) noted capture at 1.25 volts. Testing showed longer pulse widths were needed to consistently capture, so the settings were reprogrammed. The device is still in use. No further patient complications have been reported as a result of this event.